Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Eval code-result (B)(4) no longer applies.eval code-conclusion (B)(4) no longer applies.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver lioresal. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The patient's pump had stalled and recovered five times between (B)(6) 2017 and (B)(6) 2017, with a stopped pump period may exceed tube set message occurring on (B)(6) 2017. The last stall did not recover. Additionally, an empty reservoir alarm occurred on (B)(6) 2017. The pump was replaced on (B)(6) 2017 and the issue was considered to be resolved. There were no known environmental, external, or patient factors that may have led or contributed to the event. The patient was receiving 500 mcg/ml baclofen at 100 mcg/day. The patient's status was noted to be "alive-no injury". No further issues were reported or anticipated. The pump was returned to the manufacturer for analysis.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the patient¿s pump ¿quit working¿ and that the patient saw the healthcare professional (hcp) on (B)(6) 2017 the day before the report. It was stated that the doctor would schedule the replacement pump. It was stated that the patient felt fine since taking oral baclofen. It was stated that it started ¿probably wednesday of last week¿ as the patient heard an alarm and thought it was their new wheelchair. It was asked but unknown if it was considered a sudden or gradual change in therapy/symptoms. No further complications were reported or anticipated.